Event description:
It was reported that the system 9600+'s orbital brake was not operating properly creating a hazard. It was also reported that the system had poor image quality. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an eval. The malfunctioning brake was verified but image quality was determined to be acceptable. The brake pad was placed on order and will be replaced. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.